Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece overheated during tympanoplasty, there was no delay in the procedure, no intervention performed the procedure was completed with backup products there was no patient impact.

Manufacturer narrative:
The product analysis result indicates that the bur can not be inserted and error 15 occurred when it was connected to console. If information is provided in the future, a supplemental report will be issued.